Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone prep and/or shallow driver engagement depth.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20th august 2025, it was reported by a distributor via email that for an ar-2324bcctt, suture anchor, biocomposite swivelock® c vented 4.75 x 19.1 mm, with tig ertape® loop suture (white/black), the swivelock eyelet was deformed after inserting to the humeral head. This was detected during use in a rct repair procedure. The procedure was completed successfully by using an additional swivelock. Ar-1927pb was used as punch. Bone density test was not performed. No fragment was left inside the patient.